Event description:
Report received of a programming error. It was reported that the dose calculation mode was thought to be used. The programmed concentration of diltiazem did not match the concentration that was infusing. The customer was unwilling to provide any additional info on the event, including pt specific info, whether the error resulted in an over or under-delivery of medication, or whether there was any adverse effect to the pt.